Event description:
It was reported that the customer experienced a low blood glucose level of 2.8 mmol/l and treated it with a can of coke and biscuits. The cause was unknown. The customer was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this recommendation.